Event description:
Per mw5106774: spontaneous call from patient's parents who reported pump malfunctions with both pumps. Father stated that between this past sunday to monday, the pump was not infusing correctly because there was more medication left in the pump than there should have been at their usual time to change cartridges. Pump never alarmed with any problems. Then between monday to tuesday, patient was using backup pump and the battery had completely depleted when they noticed tuesday morning. Pump did not alarm at all. They inserted fresh battery and it worked. This is unusual because the battery usually lasts up to 3 days before it needs to be changed. Patient denied any changes in breathing or side effects during these events. Patient continued infusions on current {maintenance) dose when the infusion was restarted during both events. It is unknown how long patient may not have been getting medication. The doctor is aware. No other information provided. Did the patient have a backup device they were able to switch to? Yes, if yes the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What was the outcome of the event? Resolved? Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace device? Yes. Reported to (B)(6) by: patient/caregiver.